Manufacturer narrative:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) slipped out without catching onto the vessel. The wire was not able to hook the vessel therefore, the deployment button was not pressed. Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis introducer was used. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, which had mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use, but the indicator window of the exoseal device was not facing up during retraction. When the device was removed from the patient, there were no damages noted to the indicator wire loop. A non-sterile unit of product ¿vascular closure device - 6f¿ was received inside a clear plastic bag. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed. No damages were observed in the loop of the indicator wire. The indicator window was received on the white/black position and the guard was found locked; the back bleed port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath, no damages were observed on it. Additionally, the delivery shaft has a kinked/bent section, located approximately 13.8 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed to verify the correct delivery shaft outer diameter (od). The outer diameter (od) measure was taken near the kinked section on the delivery shaft. Dimensional analysis result was found within specification for od. Functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down, there is no friction, and it was completely depressing. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button perform correctly, and the plug was deployed properly. A visual inspection at high magnification revealed no damage to the indicator wire loop. Additionally, the device case was opened, and the internal mechanism was inspected using a vision system to enhance the image. The internal mechanism is correctly assembled, and no other anomalies were observed. The complaint reported by the customer as ¿indicator wire-damaged loop¿ was not confirmed as no damage or anomalies were observed in the indicator wire loop during visual and microscopic inspections. Additionally, a functional test was conducted, and all three stages were successfully achieved in the indicator window as expected. The deployment button performed correctly, and the plug was deployed as intended, continuing to function properly after the test. A kink/bend was found in the delivery shaft, which may have affected product performance; however, dimensional analysis was performed to verify the correct delivery shaft outer diameter confirmed that it was within specifications. Procedural or handling factors may have contributed to the reported issue, as the device showed no evident signs of a manufacturing defect or any anomaly that could have caused the reported event. The reported vessel tortuosity may have been a contributing factor to the inability of the loop to grasp the vessel wall. The instructions for use (IFU) instruct the user to observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. This indicates that the indicator wire has abutted the vessel wall. The indicator window should be facing up so that the user can detect when the indicator wire has abutted. This will prevent inadvertent removal of the device. The analysis suggests that the failure reported by the customer may be linked to the handling or procedural conditions rather than the manufacturing process. No further action will be taken.

Event description:
As reported, the indicator wire of a 6f exoseal vascular closure device (vcd) slipped out without catching onto the vessel. The wire was not able to hook the vessel therefore, the deployment button was not pressed. Hemostasis was achieved by manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis introducer was used. The device was stored and prepped according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, which had mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use, but the indicator window of the exoseal device was not facing up during retraction. When the device was removed from the patient, there were no damages noted to the indicator wire loop. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.